Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h6, h11. Olympus provided the following results of the culture tests, performed at the third-party labs. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 2, bacterial identification: escherichia coli. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 8, bacterial identification: bacillus species. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 4, bacterial identification: bacillus species. Sampling date: (B)(6) 2025 sampling from: all channels, cfu: 46, bacterial identification: bacillus species. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 14, bacterial identification: bacillus species. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: <1. The service history of this device was reviewed, and it was discovered that the subject device was previously returned for a repair and inspected on mar 24, 2025. The previous repair did not cover any similar failures. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information from the customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.